Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn¿t find other complaint on lot number 9143206. Checking quality databases revealed no anomaly in relation to the described defect. This product is packaged by our hungarian site which was informed about this issue. Hungary's investigation concluded: "this item is produced on the 1ss1 manual cell. According to our process the operator has to place the item inside the package and weld the last side of the pouch. In this case this stepped was missed. Rca: the item had a repackage due to the label was incorrect on the pouch. During this repack the operator missed the welding step on this item. The root cause is human inattention. Action: action: we trained the operators about this kind of failure and the critical processes in production in may, 2024. Training sheet attached.".

Event description:
According to the available information the guide wire packaging is only welded on one side. The device is not sterile and was not used. Prior to use.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn¿t find other complaint on the lot number. Devices met specification prior to release.

Event description:
According to the available information the guide wire packaging is only welded on one side. The device is not sterile and was not used. Prior to use.